Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: deflation: one opening observed in the radius side assessed as surgical damage, one opening observed in the posterior side assessed as fold flaw opening, missing in the plug strap side assessed as inconclusive and cracked valve seat diaphragm valve. Additional observations: crease fold observed. Wear abrasion observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.